Event description:
It was reported by the attorney that the plaintiff underwent a hernia surgery at hosp. As per the attorney, the plaintiff suffered an unspecified injury due to contaminated ethicon sutures used during surgery.

Event description:
Additional info revealed that the plaintiff developed an infectious disease known as methacillin resistant staph aureus (mrsa) which resulted in high fever, vomiting and additional medical care.